Manufacturer narrative:
To be returned. The malfunction described in this event is the cause of an ongoing field correction recall (FDA recall #z-0447-2013, natus CAPA (B)(4)). Natus is submitting a PMA supplement for approval of a software upgrade that addresses this issue. There will be no follow-up to this report unless natus' review of this device shows a different failure/mode mechanism than described in the complaint.

Event description:
An infant was being treated for hypoxic ischemic encephalopathy with a cool-cap system when the screen froze twice. It was reported that the device gave no alarms or messages either time the screen froze. The system was rebooted both times and treatment resumed. There was no reported pt harm. Device will be returned for eval. (B)(4).